Event description:
A screw was reported to have fractured intraoperatively along with the tip of a screwdriver shank. This caused a minor delay to surgery to remove the fractured screw including an additional incision. It was confirmed that the surgery was ultimately completed successfully with no further impact on the patient or user.

Manufacturer narrative:
An additional report will be submitted for the driver which fractured in the same event. A recall was initiated of the driver, os721010-ns lot 915999 (manufacturer reference: CAPA 003-25), due to the potential link identified between its dimensional nonconformance and the event reported in (B)(6). No UDI information on the screw is currently available.